Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: received information as following from sales rep via phone today. After investigation, the patient was a 69-year-old male who underwent surgery in hospital on (B)(6) 2024 due to "inguinal hernia" (the specific name of surgery was unknown). During the surgery, the surgeon used sa84g for ligation of small vessels. During the ligation, the suture broke. The surgeon immediately replaced a new silk suture (with specific lot number unknown) to continue the surgery. The subsequent surgery went smoothly. This event did not cause any other harm except for increased blood loss (specific volume of blood loss was unknown) and prolonged the surgery for 5-10 min. No subsequent adverse event report was received.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: were there any patient consequences? Were there any unexpected outcomes or complications as a result of the prolonged surgery time? How much blood was lost? Was any transfusion, surgical or medical intervention required? Please provide the lot number. Contacted with the sales rep today via phone, please refer to the event description and other information requested is unknown. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent a inguinal hernia repair procedure on (B)(6) 2024 and suture was used. During the process of ligating small blood vessels, it was found that the suture was brittle and broke with slight force. This event increased the patient's bleeding and prolonged the surgery time. Changed another one to complete the surgery. Additional information was requested.